Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while flying in an airplane. Customer was initially unable to clear the alarm after landing. Customer's blood glucose level ranged from 200 to 300 mg/dl. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.